Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, loss of range of motion, metal poisoning and metallosis. No further information has been provided to date. Additional information received in patient's revision operative reports note the repair of the gluteus medius muscle during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, loss of range of motion, metal poisoning and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.